Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during a blood infusion, the user noted blood leaking at the silicone segment area. No pt harm or med intervention occurred. No further pt/event info was reported.